Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) lead channel during a ventricular arrhythmia. Technical services (ts) evaluated presenting electrograms and suggested adjusting ra sensitivity and to change the atrial tachy response mode. Ts also noted that the ICD delivered anti-tachycardia pacing (atp) and shocks for the ventricular arrhythmia with each shock converting the rhythm, but the patient went back into the arrhythmia and max shocks were exceeded for the event. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause linked to device but unable to trace more specifically'.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) lead channel during a ventricular arrhythmia. Technical services (ts) evaluated presenting electrograms and suggested adjusting ra sensitivity and to change the atrial tachy response mode. Ts also noted that the ICD delivered anti-tachycardia pacing (atp) and shocks for the ventricular arrhythmia with each shock converting the rhythm, but the patient went back into the arrhythmia and max shocks were exceeded for the event. No adverse patient effects were reported. This ICD remains in service.